Manufacturer narrative:
Date of event: (B)(6). The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had infection at the ipg site. It was noted that the patient's battery eroded through the skin and the wound opened up which caused pain at the pocket site. Antibiotics were prescribed. The physician believed that it was not device related and the caused was unknown. The patient underwent an ipg explant procedure and the pocket was cleaned. No device malfunction was suspected.

Event description:
A report was received that the patient had infection at the ipg site. It was noted that the patient's battery eroded through the skin and the wound opened up which caused pain at the pocket site. Antibiotics were prescribed. The physician believed that it was not device related and the caused was unknown. The patient underwent an ipg explant procedure and the pocket was cleaned. No device malfunction was suspected.